Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed that the probe was damaged near the hand piece connection point. The dimensions of the probe were analyzed and found to meet current specifications. The root cause of the incident remains unknown. Although the root cause could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This document represents our final report.

Event description:
Lap chole - "the surgeon uses the instrument to separate the gall bladder from the liver bed. While doing this the top of the instrument broke off of the shaft." Intervention - "n/a." Patient status - "doing fine."